Event description:
The end user stated that the hardware on his j3 back snapped at the area of the conical insert. The end user sustained a sprained shoulder and chest wall injury requiring a visit to the emergency room.

Manufacturer narrative:
(B)(6) 2011: the product has not been returned to the manufacturer for evaluation and it is unknown if or when the manufacturer may have an opportunity to evaluate the device. Manufacturer did not have all of the details of the reportable event at this time to complete our investigation. We were trying to locate a copy of the end user's medical report from (B)(6), which we received on (B)(6) 2011 as reported in the next section. (B)(6) 2011: sunrise medical finally received a copy of the end user's medical report from this incident. The medical report shows the end user visited the emergency room and was diagnosed with a sprained shoulder and a chest wall injury. No further information as to the extent of these injuries was provided by the dealer or the medical report. The product has still not been returned for evaluation.